Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced two infusion sets adhesive issue events on (B)(6) 2026, due to the infusion sets being accidentally pulled out during use when the tubing caught on something or the pump falling. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.